Event description:
Patient reported left side pain and rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture and pain was reviewed on (B)(6) 2024. It is not possible to determine, the lot number or catalog number of the photos provided. Visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Pain: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left side pain and rupture. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 17may2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 19jun2024.

Event description:
Patient reported left side pain and rupture. Device has been explanted.

Event description:
Patient reported left side pain and rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), e1, h6.